Manufacturer narrative:
Follow-up #1: date of submission 2/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: pump history shows the last basal delivery was on (B)(6) 2016. The last basal delivery was a 0.35u an ezcarb normal bolus on (B)(6) 2016 at 18:18.. On (B)(6) 2016 13:43 an unexplained loss of prime occurred; deliveries resumed at 14:16. On (B)(6) 2016 11:02 an unexplained por occurred; deliveries resumed at (B)(6) 2016 06:52. Pump was not in use between (B)(6) 2016. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during the investigation. Unable to duplicate the complaint. The display screen has a pinkish contrast. Battery compartment is cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a history/settings (inaccurate delivery) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported as there is an allegation against the delivery function of the pump.